Event description:
It was reported that the patient has expired after implant duration of less then 1 month, due to unknown reasons. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.